Manufacturer narrative:
Device evaluation completed on july 13, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on aug 3, 2023, patient underwent replacements with unspecified implants on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on jan 20, 2022 it was decided to remove patient code "breast pain", to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4). Remove code breast pain.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. Reporter phone number: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel 275cc silicone prosthesis experienced spontaneous left sided rupture, breast pain and bilateral capsular contracture grade IV post procedure. An MRI examination confirmed the rupture. As a result patient underwent bilateral removal on (B)(6) 2021. This report relates to the right prosthesis,